Event description:
The hospital reported that during an off pump coronary artery by graft surgery. The surgeon rolled the seal properly, released the thumb wings, pulled the delivery tube out from the loader within five minutes before use on the patient. The surgeon inserted the seal into the aortotomy and deployed the seal. The seal deployed inside the aortotomy but the blood leaked through the seal. The surgeon reported that the seal was unraveled. The surgeon claimed that it was unraveled and not cracked. The seal was removed from the aortotomy and the surgeon opened the 2nd, 3rd and 4th seal and experience the same problem of blood leaking through the unravel seals. The surgeon ended up doing occlusion clamp to complete the procedure. No further patient complication was reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: visual inspection revealed that the delivery device's plunger had been depressed. The seal subassembly was intact and outside the delivery tube. The seal was not unraveled. There was evidence of blood on the device and on the seal subassembly. The loader device was not returned. Based upon these findings, the complaint is not confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B) (4).